Event description:
Clinicians were attempting to defibrillate a patient (age and gender unknown) presenting a ventricular-tachycardia heart-rhythm but the device displayed a "defib pad short" message and would not discharge. The device was attached to the patient using multi/function electrodes. Upon the initial attempt to discharge, the device displayed a "defib pad short" message and the unit would not discharge. The clinicians removed the original set of electrodes and attached a fresh set of electrode pads but the device responded with the same indications. The clinicians then obtained a back-up device and attached it to the patient and were able to continue to provide therapy. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction during testing.